Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "airway pressure sensing failure - 1052" and "exhalation system failure - 1061" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.